Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
The leads were inactivated and subsequently explanted. The leads were returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.